Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading multiple cartridges onto the pump. Reportedly, the customer loaded the cartridge with 300 units of cold insulin, however the pump remained static at 60 units. The customer's blood glucose level was 280 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.